Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed that the likely cause for the forceps elevator burn is due to a high-energy treatmenta tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the duodenovideoscope was found to have a burn on the forceps elevator. There was no patient involvement.